Manufacturer narrative:
This is the same event as 3010536692-2016-00616. This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to the following mom complications: painful thr. Loosening of acetabular component and metallosis was found. During revision surgery it was found a large cloudy effusion in joint, with thickening and necrosis of pericapsular tissue. No corrosion in bearing nor on modular taper neck was noted. Femoral component not loose, but found to have cystic defects in peritrochanteric bone. (Right).